Manufacturer narrative:
The returned device was evaluated. During this testing the unit was found to have corrosion/contamination on the system board. The system board was replaced and the unit functioned as designed.

Event description:
Customer reported, "not able to see the saturation value on the display. Not related to patient cable and sensor. Problem with circuit board. Alarm are working and pr value appearing on display. "No known impact or consequence to patient.